Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Customer's blood glucose was approximately 120 mg/dl. Tandem technical support assisted customer in correcting the pump date, and customer resumed insulin therapy.